Manufacturer narrative:
Investigation - further clarification found that the hospital had ordered an incorrect product code in error. The product code that they ordered does not contain the blue clamp. No device failure.

Event description:
N/a

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
They opened a drain for a demo and it did not have a blue clamp on the tubing.